Event description:
Customer called in to inquire about his order of supplies. Customer service gave him the number for medicare. Customer also stated that he needed new batteries. The customer had not used the meter for a while, but needed to start. Customer service had him turn the meter on and discovered it was set in mmol/l. The customer did not realize the meter was set incorrectly. Customer service helped the customer change back to mg/dl and walked him through testing steps. Customer service discussed trade up and customer requested a new breeze meter.